Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). No products have been returned to medtronic for analysis. A navigation and imaging system were both used for this allegation. Reference: 3006544299-2022-00088. For additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a case there was an alleged inaccuracy post-spin. It was noted that the navigation system was accurate and reflected the placement of the screws.  After the site had done some troubleshooting, it was determined that after multiple spins the issue was mostly likely caused by the reference frame moving. There was no impact on patient outcome and the issue caused a less than one hour delay. Additional information was received indicating that both sides of the imaging system were tested and came out accurate. It was noted that a total of four spins were performed, the second spin had four screws that were accurate. On the third spin it was observed that the other screws had shifted to the right by approximately 2 mm. All the inaccuracies were observed on the mobile viewing system and there were no inaccuracies on the navigation side of the system. It was suspected that the issue was caused by frame movement.

Manufacturer narrative:
H3. Software analysis determined that there was insufficient information to determine the root cause of reported behavior. Logs captured that the site used the o-arm auto registration on the date of issue, archives have the 4 o-arm exams with 192 slices each. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: b01,c19,d14 apply to the system checkout. B17,c20,d15 apply to the concomitant product. Correction: g2 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.